Event description:
Health professional reported a patient allegedly developed a "hematoma after a fill and subsequent skin necrosis that resulted in an excised port." The patient was treated with antibiotics. The port was explanted without replacement. Follow up is being conducted, but information has not been received at this time.

Manufacturer narrative:
Rapidport ez strain relief. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product, however the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a rapidport ez strain relief. Visual examination may determine the connector type associated with this report. Device labeling addresses the reported event of hematoma and necrosis as follows: there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...incisional infection, infection...abnormal healing...and wound infection.